Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a defective water supply. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: standby switch did not respond. Based on the results of the investigation, it is likely the following led to the malfunction: the flushing pump not working, was caused by a component failure of pump head. The cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. Additionally, standby switch did not respond was caused by a component failure of adapter plate; however, the cause of the adapter plate failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a defective water supply. The issue was identified before a therapeutic procedure. As a replacement to complete the procedure, the same product was used on a different tower. There were no reports of patient harm.